Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted due to an unknown reason, it was said to have stopped working. This device was explanted and replaced. No additional adverse patient effects were reported.